Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported detachment of the device (shaft separation) was confirmed. The investigation was unable to determine a conclusive cause for the reported shaft detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. A 2.5 x 12 mm mini vision stent delivery system was being advanced over a balance middleweight (bmw) guide wire when the hypotube separated outside the anatomy. The device was easily removed from the guide wire. A new mini vision stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.